Event description:
Following a diagnostic procedure, an angio-seal device was inserted in a patient's groin. Sometime after the device was placed (time frame not documented), the patient required surgery for a vessel occlusion. Approximately six weeks later, this event was reported to the manufacturer. Despite numerous attempts to follow-up with the facility, no new information has become available.